Manufacturer narrative:
Received via medwatch report number (B)(4). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not infuse medication at the set dose during patient infusion of fentanyl(programmed rate of 7ml/hr). The nurse noticed that the bottle of fentanyl was full when it should have been near empty. The event occurred in the medical intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.